Event description:
It was reported that the pt was unable to adjust their stimulation. A power-on-reset (por) condition was reported and a "call doctor" icon message was seen on the pt programmer. Add'l info was requested.

Manufacturer narrative:
(B)(4).